Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient replaced the transmitter two weeks into activation for an unknown reason. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event that the transmitter was replaced two weeks into activation for an unknown reason could not be confirmed; however, a signal loss and question marks were observed via data. A root cause could not be determined.